Manufacturer narrative:
The investigation of vascular damage - great vessel has been completed. The pump was not returned for investigation. Clinical information mentioned that the source of the bleeding was unknown and the patient was taken off care due to poor prognosis. Therefore, the root cause of the vascular damage great vessel issue was not determined since the product was not returned and insufficient clinical information regarding the bleeding was provided.

Event description:
The complainant reported the patient was on impella cp support and during support the patient had pericardial bleeding. The patient had nearly two liters come out of their chest tubes. Around 17 units of blood products were given to the patient. The source of the bleeding was unknown. The clinical representative confirmed that the bleeding was from chest compressions. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.